Event description:
Customer reported that when creating a plan and, at the prompt "head/feet toward gantry?" He answered "feet", the xio rtp system exported incorrect laser positions to the laser marking system in use at the site. He reported that xio always reports them in pt coordinates, i.e. "Head". There were no pts mistreated as a result of this problem.

Manufacturer narrative:
Complaint investigation showed that this problem has been in the xio software since release 4.0.0 which was first available in 2002. It has not been noticed previously because most users scan, tattoo and treat pts head-first rather than feet-first as was attempted at this site. While it is obvious to the user that the laser marking has been flipped on the pt, cms judged that is was possible for a mistreatment to occur. All sites licensed to use xio with the lap isomark laser marking system or, as in this case, a laser marking system having an interface equivalent to the lap system, have been identified and will be notified of this problem by cms. A request for resolution of the problem will be input to the cms project scheduling group who will assign it to a release for incorporation.